Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to 2 cycles to the upper flanks on (B)(6) 2010 using 6.3 coolcore applicator, treated to lower flanks and upper/middle abdomen on (B)(6) 2010 using unknown applicator, treated to upper abdomen on (B)(6) 2015 using coolcore applicator, treated to bilateral bra fat on (B)(6) 2015 using 6.3 coolcore applicator, and treated to bilateral flanks on (B)(6) 2015 using coolcurve applicator. Patient developed paradoxical hyperplasia (pah/ph) after treatment in fall of 2015. Diagnosed on (B)(6) 2017 to the abdomen and bra fat area.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022 according to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to 2 cycles to the upper flanks on (B)(6) 2010 using 6.3 coolcore applicator, treated to lower flanks and upper/middle abdomen on (B)(6) 2010 using unknown applicator, treated to upper abdomen on (B)(6) 2015 using coolcore applicator, treated to bilateral bra fat on (B)(6) 2015 using 6.3 coolcore applicator, and treated to bilateral flanks on (B)(6) 2015 using coolcurve applicator. Patient developed paradoxical hyperplasia (pah/ph) after treatment in fall of 2015. Diagnosed on (B)(6) 2017 to the abdomen and bra fat area.